Event description:
It was observed that during the device evaluation, the subject device exhibited deposits found inside switch 4. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material came out of the device which was identified to be hydroxide and rust. However, the specific cause of the foreign substance adhesion could not be identified. The event can be detected/prevented by following the instructions for use: ¿cf-h290i operation manual operation manual chapter 3 preparation and inspection ¿3.3 inspection of the endoscope inspection¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.